Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is likely that the devices were not properly aligned while attempting to connect thus resulting in the reported loose connection and ultimately resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the seal of the rotating hemostatic valve was loose and a leak was noted. The procedure was successfully completed with the same device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.